Event description:
It was reported that the patient presented with hypotension and a stroke. During the procedure, an emboshield nav6 embolic protection system was advanced without resistance and the filtration element was delivered past the heavily calcified target lesion in the proximal left internal carotid artery (lica) that had an acute bend. After successful advancement and deployment of an unspecified stent in the lica, an attempt was made to pull back the nav6 filter, but the filter detached inside of the vessel and was unable to be retrieved. The retrieval catheter was withdrawn and another stent was deployed, embedding the nav6 against the vessel wall. Reportedly, this issue did not exacerbate the existing stroke or hypotension. There were no adverse patient sequelae, however, this issue caused a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: the manufacturer report number was filed as 3003775027, (B)(4), on the initial MDR; however, the correct manufacturer report number is 2024168, (B)(4).

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.